Manufacturer narrative:
Pump unable to prime during prime and system sensor test due to faulty force system gold resistor. Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple motor errors during basal delivery. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer was able to complete the rewind process but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.